Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Phrenic nerve stimulation was observed on the lv lead. The physician initially attempted to replace the lv lead with a new one but the lead exhibited capturing anomaly. As such, the old lead was used and repositioned and the patient was stable throughout the procedure.